Manufacturer narrative:
No returns were available from the customer site for this evaluation. An abbott field service engineer visited the customer site. Upon inspection of the architect i2000sr analyzer, several hardware commodities were replaced (syringes, probes, valves), which resolved the issue. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual, the architect i2000-i2000sr system service and support manual and the architect toxo igg assay package insert all contain information to address the current customer issue. A single definitive cause of the customer issue was not identified. The field service engineer replaced multiple parts through normal troubleshooting activities. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Event description:
The customer reports erratic / false positive results for one patient sample tested with the architect toxo igg assay on an architect i2000sr analyzer. The following information was provided: (B)(6): 0.1, 128.8, negative (no value provided) and 0.1 iu/ml. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).